Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve and could significantly impact the functionality of the valve. In this case, the explanted device was not returned to edwards for analysis as the device was dismantled during evaluation at the hospital. Without return of the device, edwards is unable to confirm the clinical observation. However, the patient's medical history likely played a role in the formation of thrombus. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic mitral heart valve was explanted after nine (9) years, three (3) months due to prosthetic valve stenosis, immobile leaflets, and thrombus. A 33mm mechanical valve was implanted in the mitral position, a tricuspid valve repair was performed, and the patient was transferred to the surgical intensive care unit in stable condition where he was later discharged on pod #11.